Event description:
User reports getting discrepant calcium results for 80 patient samples. Only five patient samples were provided as examples. Same samples used for repeat testing on another analyzer - same methodology. Patient 1, initial result gave 5.5 mg/dl; repeat gave 8.1 mg/dl. Patient 2, initial result gave 6.1 mg/dl; repeat gave 9.2 mg/dl. Patient 3, initial result gave 6.7 mg/dl; repeat gave 9.1 mg/dl. Patient 4, initial result gave 6.2 mg/dl; repeat gave 8.7 mg/dl. Patient 5, initial result gave 5.7 mg/dl; repeat gave 9.0 mg/dl. Erroneous results were not reported. The field service rep determined the cause to be a dirty flow path, which was cleaned.